Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. The motion batteries were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, after using the system consistently through the day, the imaging system displayed a low motion battery message. There was no patient present when this issue was observed.